Event description:
In response to (B)(6), skytron contacted our distributor in the area, (B)(4), who sent their territory manager to the facility. He could not make a determination as to the cause of the tri-clamp failure and will send the clamp to skytron for eval. When that eval has been completed, we will send the FDA add'l info. The facility only uses this attachment for one surgeon and one procedure type. They have decided to utilize stirrups instead of the split leg with the tri-clamp at this time.